Event description:
Customer complaint - limited data available. Customer experienced inaccurate reading of the care touch blood glucose monitoring kit.

Event description:
Customer complaint: limited data available. Customer called inquiring about his recently received blood glucose device that giving him a higher result from his friend that taking his blood sample for 10 years. From care touch device giving him 269 but from the other device was only 139. Advised customer accordingly but still not working.

Event description:
Customer complaint - limited data available customer experienced inaccurate reading of the care touch blood glucose monitoring kit.